Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4284 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt4284) have been reported from the same facility in (B)(6).

Event description:
It was related that, when passing the PICC catheter, during the flushing perceived that there was leakage below the oval disk. Another catheter was urgently requested, but due to delay, the punctured vein was lost. A new puncture was necessary and extra sedation too.